Event description:
Boston scientific received information that a lead revision was performed on this competitive right ventricular (rv) lead due to high defibrillation thresholds (dft). The reposition of this lead did not resolve the issue. During this procedure the patient had to be externally rescued when the physician was unable to convert at 41 joules during the dft testing. The physician has elected to wait until the patient is off of the amio to resolve the issue with dfts.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.